Event description:
Caller reported damage to the pump housing after the pump was dropped, impacting the ability to charge the pump, although it did not shut down. There was no adverse impact on the customer. The customer reverted to an alternate method of insulin therapy.